Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no allegation of harm or injury reported. The device powered on and operated, as it should however, during the evaluation of the device at the manufacturer's service center a critical error codes (loss of communication charger) (loss of communication internal li-ion) was observed. The technician recommended replacing the device's internal battery to address the issue. No repair was performed. The unit is not needed for inventory, and it will be scrapped. No further investigation is warranted at this time.